Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.